Event description:
It was reported an alert for ventricular noise was observed via a merlin.net transmission. All ventricular measurements were stable. During follow up it was determined the noise was from an external source. The patient will be monitored.

Event description:
New information received notes that a merlin.net transmission revealed a noise reversion episode. Reprogramming was recommended. The patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the patient presented in clinic for follow-up with an episode of ams with a single oversensed ventricular event. Oversensing was unable to be reproduced. Programming changes were recommended.